Event description:
It was reported that the video telescope "endoeye hd ii" had bad image with green color streams. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.